Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not suspend insulin delivery as expected. Customer's blood glucose ranged from 79-80. Reportedly, a pump reset was performed to address the event, and the customer continued to use pump for insulin therapy.